Event description:
This is filed to report unintended movement and incomplete coaptation it was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. It was noted imaging was challenging during the procedure. One clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an xt clip was inserted and placed on the mitral valve. However, while removing the lock line, it was observed the clip opened. It was noted the physician pulled the lock line was coaxially. The clip was able to reclosed and was deployed without further issues. However, after deployment, the clip detached from anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted and mr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked, slda, and difficult imaging was unable to be determined. The reported improper or incorrect procedure or method was associated with the user failing to pull the lock line coaxial to the lock lever. It should be noted that the mitraclip instructions for use (IFU) states ¿grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line." There is no indication of a product quality issue with respect to manufacture, design, or labeling.